Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user with an ilet system using a dexcom g7 continuous glucose monitor (cgm) did not see glucose readings because the sensor had not paired, and the walkthrough confirmed an incorrect or incomplete pairing that was then corrected, initiating the warm-up period. Investigation included user education and guided troubleshooting to pair the correct sensor and start warm-up. Investigation of this case revealed user pairing error with no device malfunction identified and no component failure of the sensor or ilet receiver. Symptoms included no glucose data available. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor pairing.